Event description:
It was reported that following an av fistula procedure, the distal tip of the shaft was missing upon removing the catheter from the pt. Medical intervention was necessary to rmeove the in dwelling piece. No further complications were reported.